Manufacturer narrative:
B.5. Narrative field: new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 22jul2024 in the b.5. Field. No further follow up is planned. Evaluation summary male patient reported unknown date 2022/2023, he took humapen ergo ii from refrigerator, pen accidentally fell on ground and part of plastic sheet of dose window blurred, figure on dose window could not be seen clearly, needed to use magnifier to check figure. He used alcohol to dose window, did not work. He experienced inadequate control of diabetes mellitus. Investigation (lot 1511d01, manuf. Nov 2015) found damaged pylons of injection nut, multiple glass particles front housing area of device. Reported glass fragments consistent with foreign material introduced into device while in field. Glass introduced into device from broken insulin cartridge which could shatter if dropped. Complaint device was functionally tested, device worked with no issues observed. Damage device occurred in field (not related to manufacturing process). Investigation found soft touch partly de-bonded, pen housing cracked, both exhibiting evidence of excessive force applied in field. Lens was cloudy, attributed to application of alcohol by user. Core instructions for use state "do not use alcohol, hydrogen peroxide, or bleach on pen body or dose window." Patient reported pen stored in refrigerator. Core instructions for use state do not store device in refrigerator. Patient reported visual impairment. Core instructions for use state device not recommended for visually impaired without assistance of sighted individual trained to use. Unknown how long patient used device, based on amount of time elapsed since device was manufactured, patient reporting start of use 2-3 years before pandemic, likely patient used it beyond approved use life. Core instructions for use state humapen ergo designed to be used for up to 3 years after first use. Evidence of improper use/storage. Patient stored pen in refrigerator, applied alcohol to lens, used device while visually impaired, likely used device beyond approved use life. Unknown if misuses are relevant to event of inadequate control of diabetes mellitus.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and product complaint, concerned a 76-years old male patient of han nationality. Medical history included heart disease, hypertension, heart rate problems. No relevant previous medical history or risk factors were provided. The concomitant medications included isosorbide mononitrate, telmisartan and metoprolol tartrate administered for unspecified indications. He also administered many western medicines, a chinese patent drug and seven to eight kinds of medicines. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections, (humulin 30) from a cartridge, via subcutaneous route, (B)(4) units in morning and 10 units in evening, beginning on unknown date in 2007, via a reusable device huma pen ergo ii, beginning on unknown date two to three years before the pandemic (improper use). It was reported his diabetes got more and more severe and complications were more (specific complications were not informed, occurrence time was unclear). His human insulin isophane suspension 70%/human insulin 30% dose was gradually increased (the specific time of insulin dose change, specific change of the dose was unclear). On unknown date in 2016, he developed one of the complications of diabetes mellitus, which was bilateral hip bone necrosis. Initially the hospital did not identify the cause of the disease, thinking it was a cerebral thrombosis and treatment was delayed for half a month with subsequent discovery of tuberculosis that had metastasized to the bone (2005). Because of his poorly controlled diabetes mellitus, he developed an infection due to mycobacterium tuberculosis, which eventually diagnosed as bone tuberculosis and caused osteonecrosis of the femur. He was hospitalized on and off for two years (no specific time was provided) and was treated with hormone therapy. At that time, the doctor suggested to have surgery (specific occurrence time, specific time of seeing doctor and the name of the hospital were unclear), but he was unwilling to have surgery, as of (B)(6) 2024, he was walking particularly slowly, swayed when walking and had inconvenience in moving (specific occurrence time was unclear). He reported he had a big appetite, and his blood glucose could not be controlled (specific occurrence time was unclear). On an unknown date in 2018 or 2019, his human insulin isophane suspension 70%/human insulin 30% dose was increased according to the doctor's advice, twice a day, 40 in the morning, 30 in the evening (the specific time of dose change was unclear). It was reported, he administered that heavy insulin dose because he did not take oral hypoglycemic medicine. On an unknown date, two to three years before the pandemic, he developed one of the complications due to high blood glucose (specific occurrence time was unclear), developed retinal fundus hemorrhage, and had laser surgery at that time to treat the eyes for several months (the specific time of the surgery was unclear). As of (B)(6) 2024, his left eye was gradually getting worse and worse, and in the end, it was not saved and it was completely blind (all of the specific occurrence times were unclear). It was reported on an unknown date in 2022 or 2023 when he took the injection pen from the fridge, the pen accidentally fell off on the ground, the pen cap was missing, which could not be found, the specific time was unknown and then with the time passing by the inside part of plastic sheet of the dose window blurred or something, which made the figure on the dose window could not be seen clearly and he needed to use a magnifier to check the figure, he had wiped the dose window (considered improper use and storage), but it did not work (lot.1511d01, pc. No. (B)(4)). The events of blindness unilateral, retinal hemorrhage, osteonecrosis, and diabetes mellitus inadequate control were considered serious by the company due to medical significance. Information regarding corrective treatment and the outcome of events was unknown. Status of human insulin isophane suspension 70%/human insulin 30 %therapy was ongoing and patient reported recently, it became not good once used (details were unknown). The patient was the operator of huma pen, and his training status was not provided. The general and suspect humapen model duration of use was unspecified (started two to three years before the pandemic) in 2017 approximately. The suspect humapen would be replaced with a new injection pen was returned to the manufacturer on (B)(4) 2024. The reporting consumer did not provide relatedness of bone tuberculosis with drug and device however did not know relatedness of events with human insulin isophane suspension 70%/human insulin 30% or with humapen ergo ii. Update 10-jun-2024: information was received from affiliate on (B)(4) 2024, report was called many times, but no one picked up the phone. No new information was added to the case. Edit 10jun2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 17jun2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 24jun2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 09-jul-2024: additional information was received from reporting consumer via a psp on 09-jul-2024. Added a serious event of bone tuberculosis (criteria of hospitalization). Updated narrative accordingly. Update 22jul2024: additional information received on 19jul2024 from both the consumer and the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, improper use and storage reiterated as yes, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device. Updated appearance of bone tuberculosis date from unknown to 2005 and humulin 70/30 start date from 1997 to 2007. Corresponding fields and narrative updated accordingly.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and product complaint, concerned a 76-years old male patient of han nationality. Medical history included heart disease, hypertension, and heart rate problem. The concomitant medications included isosorbide mononitrate, telmisartan and metoprolol tartrate administered for unspecified indications. He also administered many western medicines, a chinese patent drug and seven to eight kinds of medicines. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections, (humulin 30) from a cartridge, via subcutaneous route, 10 units in morning and 10 units in evening, beginning on unknown date in 1997, via a reusable device huma pen ergo ii, beginning on unknown date two to three years before the pandemic (improper use). It was reported his diabetes got more and more severe and complications were more (specific complications were not informed, occurrence time was unclear). His human insulin isophane suspension 70%/human insulin 30% dose was gradually increased (the specific time of insulin dose change, specific change of the dose was unclear). On unknown date in 2016, he developed one of the complications of diabetes mellitus, which was bilateral hip bone necrosis. At that time, the doctor suggested to have surgery (specific occurrence time, specific time of seeing doctor and the name of the hospital were unclear), but he was unwilling to have surgery, as of 28-may-2024, he was walking particularly slowly, swayed when walking and had inconvenience in moving (specific occurrence time was unclear). He reported he had a big appetite, and his blood glucose could not be controlled (specific occurrence time was unclear). On unknown date in 2018 or 2019 his human insulin isophane suspension 70%/human insulin 30% dose was increased according to the doctor's advice, twice a day, 40 in the morning, 30 in the evening (specific time of dose change was unclear). It was reported, he administered that heavy insulin dose because he did not take oral hypoglycemic medicine. On unknown date, two to three years before the pandemic, he developed one of the complications due to high blood glucose (specific occurrence time was unclear), developed retinal fundus hemorrhage, and had laser surgery at that time to treat the eyes for several months (specific time of the surgery was unclear). As of 28-may-2024, his left eye was gradually getting worse and worse, and in the end, it was not saved and it was completely blind (all of the specific occurrence time were unclear). It was reported on unknown date in 2022 or 2023, when he took the injection pen from the fridge, the pen accidentally fell off on the ground, the pen cap was missing, which could not be found, the specific time was unknown and then with the time passing by the inside part of plastic sheet of the dose window blurred or something, which made the figure on the dose window could not be seen clearly and he needed to use magnifier to check the figure, he had wiped the dose window, but it did not work (lot.1511d01, pc. No. 7214676). The events of blindness unilateral, retinal hemorrhage, osteonecrosis and diabetes mellitus inadequate control were considered serious by the company due to medical significance. Information regarding corrective treatment and outcome of events were unknown. Status of human insulin isophane suspension 70%/human insulin 30%therapy was ongoing. The patient was the operator of huma pen, and his training status was not provided. The general and suspect humapen model duration of use was unspecified (started two to three years before the pandemic) in 2017 approximately. The suspect humapen would be replaced with a new injection pen and its return was anticipated. The reporting consumer did not know relatedness of events with human insulin isophane suspension 70%/human insulin 30% or with humapen ergo ii. Update 10-jun-2024: information was received from affiliate on 07-jun-2024, reported was called many times, but no one picked up the phone. No new information was added to the case. Edit 10jun2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 17jun2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 24jun2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.